Manufacturer narrative:
H3: product analysis stated visually, the distal tip was broken off and not returned with the rest of the bur. Additionally, there was contamination compacted on the distal outside diameter of the outer curved tube. There was no damage to the hub. Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the tip of the bur was broke and fell off. The broken parts contained in the outer shaft that prevented the fragments from falling out and contacting the patient. The bur broke while being used on the patient.

Event description:
It was reported that during operation, the bur broke after 1 minute of use. It was further reported that the tip of the bur broke and fell off. The broken parts contained in the handpiece or in the outer shaft that prevented the fragments from falling out and contacting the patient. The bur broke while being used on the patient. The procedure was completed with backup product. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.